Event description:
It was reported that during preparation of a 3.5 x 23 mm xience xpedition, when pulling negative with a syringe, there was a continuous flow of air. The device was not used in the patient. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.